Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, five resolute onyx drug eluting stents were implanted; four in the lad and one in the 1st diagonal and two nc euphora balloons were used in the lad. On the same day, patient suffered elevated troponin and recovered the following day. Cec adjudicated the event as non-q wave myocardial infarction of the target vessel. Investigator assessed the event is unlikely related to device and not related to antiplatelet medication.

Manufacturer narrative:
Cec adjudication; cec adjudicated stent thrombosis as not an event. Cec adjudicated non q wave mi (tv) as a non event. Patient has a medical history of hyperlipidemia, chronic renal insufficiency, multi-vessel coronary artery disease, and previous pci. During the index procedure, two resolute onyx drug-eluting stents were implanted in the 1st diagonal and three implanted in the lad. Orbital atherectomy of lad was also performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudication still non-q-wave mi (target vessel), mdt extended historical peri-pci. If information is provided in the future, a supplemental report will be issued.